Event description:
It was reported that the physician was conducting a routine diagnostic procedure at his outpatient lab. Typically, he or his technician closes patients using the celt plus device. On this occasion, a new technician, who had no prior experience with the device, performed the closure. During the procedure, the celt plus device embolized and became lodged in the popliteal artery. The patient exhibited strong pulses and sufficient blood flow around the embolized device and was discharged.

Manufacturer narrative:
During processing of this complaint an attempt was made to obtain complete event information. A search of the complaint files was not possible as no lot number was provided. The device was not returned to vasorum ltd. For examination. Based on the information received vasorum concludes that the implant remains behind in the patient. All available information has been placed on file in the customer complaint files of vasorum ltd. For appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd.